Manufacturer narrative:
(B)(4). On an unreported date, the patient switched to continuous ambulatory peritoneal dialysis (capd). The patient recovered from peritonitis and was discharged from the hospital twenty days after admission. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with automated peritoneal dialysis therapy. On the same day, the patient was hospitalized for this event. The cause of peritonitis was unknown. At the time of the onset of peritonitis, the patient had been prescribed intraperitoneal heparin treatments to reduce fibrin. The patient received unspecified treatments for the peritonitis event. At the time of this report, the patient was still hospitalized. The outcome of the peritonitis event was not reported. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.